Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and completed the device evaluation. Failure analysis investigation did not confirm the customer reported complaint of sparking. The instrument was placed on an in-house system and failed to deliver energy. Electrical continuity failed from the hook tip to the monopolar pin in the housing. Some of the conductor wire insulation near the proximal clevis was intentionally removed to test for continuity and determine where the failure was occurring. Electrical continuity passed from the proximal clevis to the housing monopolar pin, confirming that the conductor wire was intact at this location. Electrical continuity failed from the proximal clevis to the hook tip, confirming a break at the distal end. The instrument's distal clevis was disassembled to visualize the conductor wire potting at the weld location. It appeared to be largely intact, however, a small piece of potting appeared to be lifted. During testing, the conductor wire was pulled with a nominal force and it easily separated from the weld location at the hook base. This confirms that the wire was broken at the weld location at the base of the hook, and this is the reason why electrical continuity testing failed. The welded location at the hook base is overmolded ultem, so the observed breakage is likely not due to user interaction such as collisions or other mishandling. Furthermore, it is unlikely that the break was the root cause of the spark reported since the instrument had no evidence of thermal damage. The spark reported may be due to capacitive coupling, when the device is energized without contacting tissue (i.e. Air-firing). Air-firing contraindicated in the instrument's user manual. The spark may have alternatively originated from a different instrument but observed in close proximity to this one. This complaint is being reported due to the following conclusion: the broken conductor wire damage found during failure analysis suggests that unintended arcing could have occurred. While there was no report of patient harm, adverse outcome or injury, recurrence of reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a "spark" was noticed and appeared to have come from the yellow housing of the permanent cautery hook instrument tip. A backup instrument was used and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical inc. (Isi ) followed up with the customer and confirmed that the instrument and cannula were inspected prior to use. The spark occurred soon after the instrument was first installed. The spark stayed within the "yellow part" of the instrument by the wrist and there were no sparks to the tissue. The instrument was removed and another instrument was used without further issues. There were no collisions and no other instruments in the area at the time of the event. The generator used at the time had the settings set on "2." There was no video recording available for review.